Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 to treat a degenerative disc. During the surgery, the set screw was found to be difficult to thread into the bone screw. It was noticed that metal shavings were building up on the set screw. After removing the medal shaving from the setscrew, the setscrew threaded without difficulty. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.